Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis devices. A trunk and ipsilateral leg endoprosthesis was inserted from the left side and deployed. Cannulation of the contralateral gate was then attempted from the right side through a 12fr gore® dryseal flex introducer sheath; however, cannulation of the gate was unsuccessful. The plan was changed: after deploying the ipsilateral leg, cannulation would be performed using the pull-through technique. After the ipsilateral leg endoprosthesis was deployed, cannulation from the right side to the left side across the aortic bifurcation was successful. An attempt was then made to advance the 12fr sheath to allow passage of a snare catheter; however, the 12fr sheath could not be advanced due to tortuosity of the right common iliac artery. A 6fr non-gore sheath was attempted to advance through the 12fr sheath, but there was strong resistance and it could not be advanced. When forceful advancement of the 6fr non-gore sheath was attempted, the 12fr sheath was pushed up together with the 6fr non-gore sheath, and the 12fr sheath perforated the access vessel (right common iliac artery). An attempt was made to advance the wire from the perforated right common iliac artery into the aorta, but this was unsuccessful. A surgical cutdown was performed on the left arm, and cannulation of the gate was performed via left arm access. Cannulation of the gate and pull-through were successful. Contralateral leg endoprosthesis devices were implanted from the right common iliac artery to the right external iliac artery. The perforation site was covered by the contralateral leg endoprosthesis, and bleeding/leakage from the perforation site resolved. Blood pressure became stable. The procedure was concluded without any endoleaks. After the evar procedure, ligation of the right internal iliac artery was performed. And, because of the right common iliac perforation, a large hematoma had developed and intra-abdominal pressure had increased; therefore, decompression was performed with the abdomen left open to control intra-abdominal pressure. The patient tolerated the procedure.